Manufacturer narrative:
D4 - UDI number is not required for this product code. The actual sample, the piece fractured from the actual sample and the competitor's catheter were returned to the manufacturing facility for evaluation. Visual inspection confirmed the customer's complaint. The distal segment had been fractured off. The main body measured approximately 2580mm. The fractured distal piece measured approximately 20mm. In total approximately 2600mm. The specified total length of this product code is approximately 2600mm. From this, it is most likely there are no portions missing from the actual sample. Magnifying and electron microscopic inspections of the fractures revealed the following findings. On the main body the outside diameter had been diminished on the segment adjacent to the fracture end and at the end of the diminishment the core wire was found to have pierced the urethane outer layer on the lateral side. Some creases were found to have generated around the fracture. On the fractured piece the urethane outer layer at the fracture had the shape implying that it had been ripped off with the generation of some creases around the fracture. At the fracture end the core wire was noted to be exposed. The outside diameter of the urethane outer layer was measured on the undamaged segment and found to meet manufacturing specification. The bending resistance of the shaft was determined on the undamaged segment and verified to meet manufacturing specification. The urethane outer layer on the distal segment was dissolved to be removed and the fracture of the exposed core wire was inspected under electron microscope. The following findings were obtained. There was no diminishment in the outside diameter or no flexure toward the fracture end. The dimple pattern had been generated on the fracture cross section. There was no anomalies which could have been a trigger of the generation of the fracture. The outside diameter of the core wire was measured on the undamaged segment and confirmed to meet manufacturing specification. Simulation testing was conducted. Based on reproductive tests previously conducted by ashitaka factory, it is known that the guide wire may become fractured when it has been subjected to one of the forces described below and the fracture cross section presents some regular configurations depending on the force it has been subjected to. A product sample was subjected to repetitive bending forces at a 90-degree angle until it became fractured. Subsequent electron microscopic inspection of the fracture revealed that the fracture cross section had a dimple pattern with no diminishment of the outside diameter toward the fracture end. This state is similar to that seen on the actual sample. A review of the device history record and the shipping inspection record from the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no other report of this nature with the involved product code /lot number combination. There is no evidence that this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the actual device was subjected to repetitive bending forces concentrated at one point where metal fatigue occurred on the core wire leading the core wire to become fractured. Subsequent pulling force applied to the actual sample ripped the urethane outer layer. The labeling does address the potential for such an event in the instruction-for-use (IFU) with statements such as the following: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guidewire m and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guidewire m or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Do not apply repetitive bending force to one specific point of the device as this may cause damage to the guidewire m. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a device fragment broke off in a patient during a procedure. Follow up communication with the user facility confirmed the following information: in order to cross the heavily calcified target lesion with the actual guide wire sample in combination with a microcatheter, the distal tip of the actual guide wire sample which may have been trapped in the calcified lesion, became fractured; the fractured piece was retrieved with a snare successfully; and the patient recovered from the above reported serious injury.